Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent total left knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to pain. The surgeon noted that the soft tissue was not balanced and that there were osteophytes in the patient's knee. The surgeon performed a soft tissue release, removed osteophytes, and removed and replaced the bearing with a new bearing and locking bar to complete the procedure. It is believed that the patient's soft tissue imbalance and osteophytes were the reason for the pain, and that it was no fault of the device.